Event description:
The customer stated that 7 patient samples generated discrepant architect troponin results after a new reagent lot was installed. The customer considers results above 0.033 ng/ml falsely elevated or false positive. One patient sample (sid (B)(6)) generated a result of 0.065ng/ml which was questioned and the test was repeated after recalibrating a new reagent lot and a result of 0.000ng/ml was generated. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. A review of ticket trending and lot search data did not identify atypical complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 77195un13. Acceptance criteria were met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specifications. Additionally, no malfunction was identified since retest of the samples on a new kit of the same reagent lot resolved the issue and produced the expected negative results. No additional issues were identified. The customer was referred to the limitations of the procedure section, of the architect stat troponin-I reagent package insert which indicated that cardiac troponin-I levels can be increased in any condition resulting in cardiac cell damage. For mi diagnostic purposes, the architect stat troponin-I results should be used in conjunction with other information such as cardiac marker results (e.g., ck-mb and or myoglobin), ECG, clinical observations and symptoms. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. The customer was also referred to the architect operations manual which provides troubleshooting information for problems with sample results.